Event description:
The patient presented with 100 percent mid right sfa stenosis. Through the right femoral artery, ante grade access was obtained into the common femoral artery. A 5-french sheath was placed over the wire. Angiography then revealed that the tip of the sheath was in a subtotal occlusion in the sfa. There was no significant disease or vessel disruption in the proximal and ostial portion of the vessel. The right common femoral arteries, sfa, popliteal trifurcation, tibial vessels were then imaged. A wire and catheter were used to advance distally into the right popliteal vessel. The glide catheter was advanced into the popliteal vessel. The wire was removed. Through this, angiography was performed with the popliteal, tpt, and tibial vessels. Another wire was then advanced. The sheath and glide catheter were removed and exchanged for a 6-french radiopaque sheath, which was placed in the right common femoral artery in an ante grade fashion. Angiography was then performed of the sfa and popliteal vessels. There was a small non-flow limited dissection, which was not present at the initiation of the case and was most likely from placement of the sheath into the proximal and mid-sfa, where there was a subtotal occlusion. Next, pta was performed with the 4.0 x 80 mm evercross balloon. This was followed by stenting with a 6.0 x 200 mm stent, which was placed due to residual stenosis and re-coil. Post dilatation was then performed with the 5.0 x 80 mm evercross balloon with 0 percent residual stenosis. After post dilation, there was noted to be a perforation at the proximal portion of the stent. This was small type I-ii perforation. The patient was hemodynamically stable. A 5.0 x 80 mm evercross balloon was then placed over this perforation and was inflated at low atmospheres for approximately three to four minutes. External compression was also performed simultaneously for several minutes. The balloon was then deflated and withdrawn. Angiography revealed excellent ante grade flow with resolution of the majority of the perforation. The patient was without significant discomfort at that time.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.